Event description:
It was reported that the patient received the elective replacement indictor (eri) and end of life (eol) messages for their non-rechargeable implantable pulse generator (ipg). The physician was unable to provide the programming parameters used or the programmer's report. It is thought that patient may have had higher than normal therapeutic settings/levels, but the patient was unable to provide information to confirm. It was noted that within the last six months prior to receiving the eri and eol messages, the patient underwent an examination/therapy in physiotherapy. The patient underwent a procedure where the ipg was removed and replaced with a new one.

Manufacturer narrative:
A review of the manufacturing documentation for the device revealed that no anomalies or deviations related to the event occurred during manufacturing. The returned ipg was analyzed and found to be in the eos state. However, the analysis of the data log indicated that the ipg reached its eos 7 months and 22 days after the initial programming. The average energy use index (eui) recorded was 70.4, aligning with an estimated theoretical battery lifespan of 5 months and 12 days. This indicates that the battery's lifespan fell within the projected range. Additionally, the ipg displayed typical features during the visual and functional inspection. A labeling review identified that the device was used per the instructions for use (IFU)/product label. When the ipg battery is fully depleted, the eos indicator will be displayed on the remote control and clinician programmer. Stimulation will not be available, and surgery is required to replace the implanted non-rechargeable stimulator to continue providing stimulation. The ipg was received at the eos state. The investigation revealed that the ipg batterys life was within the estimated range. The ipg exhibited normal characteristics. In addition, the behavior of ipg approaching/reaching the end of its useful life is documented in the labeling. Therefore, this assigned a probable cause of end of life problem identified.

Event description:
It was reported that the patient received the elective replacement indictor (eri) and end of life (eol) messages for their non-rechargeable implantable pulse generator (ipg). The physician was unable to provide the programming parameters used or the programmer's report. It is thought that patient may have had higher than normal therapeutic settings/levels, but the patient was unable to provide information to confirm. It was noted that within the last six months prior to receiving the eri and eol messages, the patient underwent an examination/therapy in physiotherapy. The patient underwent a procedure where the ipg was removed and replaced with a new one.